Event description:
It was reported that the bender broke when used with axsos distal femur blade. The bender was used according to the manual. The blade was inserted into pt.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.